Event description:
A customer reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump, and the issue was resolved as the error did not reappear after the reset. The customer was advised to wait 20 minutes before starting a new sensor session, and they acknowledged the instructions.